Event description:
Reported due to foot break found upon investigation. Physician attempted arteriotomy closure with a proglide device following a diagnostic procedure. The device was deployed in the "normal manner" and reportedly a suture broke during retrieval. Hemastasis was achieved with a second proglide device. No adverse pt effects have been reported. Although requested, no add'l info has been provided.